Manufacturer narrative:
No unexpected button error alarms noted. The device had intermittent button response on the act button due to flattened dome switch. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump was in his pocket and pressing against the seat belt. The customer's blood glucose was 147 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.